Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional and visual testing was performed. The operator was unable to repeat the customer's reported problem. The pump was found to be displaying "1660" error code message on power up during the investigation. It's recommend that the microprocessor unit board to be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1660. There was no reported adverse event.